Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that last night the patient was laying down in a sitting laying position when their stimulation surged in strength on its own. They stated that they were in a body cramp, so they couldn¿t move and it felt ¿like a big magnet yanking them down¿. They stated that they had to yell for their daughter to come help them, and they tried to get them up, but they couldn¿t stand because the machine was so strong. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.